Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the touchscreen on the system monitor not responding was confirmed. Analysis performed on the system monitor revealed the touchscreen would not respond. Re-calibrating the touchscreen resolved the issue. The system monitor was repaired and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 02oct2012. The system monitor shipped on 31oct2012. The system monitor was manufactured on 31aug2012. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. Setup and use of the system monitor with the heartmate ii (hmii) power module are documented in the hmii power module instructions for use (rev b p.18 - setting up the system monitor for use with the pm). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor's touchscreen was not responding appropriately. The system monitor was recently upgraded to software v7.32. Abbott's technical services planned to be onsite to redownload the software and try to re-calibrate the touchscreen to see if the issue could be resolved.